Event description:
The customer stated that his blood glucose was tested using his contour meter and his doctor's meter. The doctor was using a bayer meter although the customer did not know the brand name. The customer's meter read 450 mg/dl, while the doctor's meter read 180 mg/dl. The difference between the readings falls in the "c" zone of the parkers error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.